Manufacturer narrative:
Block h6: device code a0501 captures the reportable event stent coil detached inside the patient. Device code a150207 captures the reportable event of stent difficult to remove. Patient code e2008 captures the reportable event of unretrieved device fragment.

Event description:
It was reported that the patient underwent a tria ureteral stent placement procedure. Following the procedure, a cystourethroscopy with stent removal was performed. During the procedure, stent removal was difficult causing for the stent coil to break, which could not be retrieved. The procedure was rescheduled, and an additional surgery was planned to remove the retained fragment. There were no patient complications reported. This event is also being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.